Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had diabetic ketoacidosis. The customer¿s blood glucose level were 300 mg/dl and 200 mg/dl. Displacement test, high pressure test and ketones test was passed. Customer reported that they did not feel okay to troubleshoot. Customer was with health care professional. The device will not be returned for analysis.